Event description:
It was reported that an alert for long charge time was noted through patient notifier. The patient received multiple appropriate therapies for vt prior to notification. The longer charge time was suspected to be due to device previously delivering multiple shocks. The patient will be monitored and patient condition is fine.